Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon. During the procedure, while advancing the cutting balloon, the shaft was broken. The procedure was completed using alternate device. There were no patient complications and patient fully recovered.